Event description:
It was reported that there was a battery depletion (bd) error for the subcutaneous implantable cardioverter defibrillator (s-ICD). It was noted that the patient had discharge from the xiphoid incision. It was suspected that the patient had a nickel allergy from the device and lead. However, per the instructions for use (IFU) of the sicd and the implanted lead, nickel is not listed as a material for either product. Technical services (ts) performed a data analysis and found that the device power consumption was increasing. Ts recommended the device be replaced within 90 days. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: - h6 (impact codes): code "no health consequences or impact - f26" was corrected to "serious injury/ ilness/ impairment - f12". - b5 (problem description): was corrected to a better description of the complaint. The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion behavior. In addition, it was indicated that the patient had a discharge from the xiphoid incision as it appears the patient had an allergic reaction to the metals in the s-ICD and/or in the implantable electrode, presumably to be nickel the involved metal. However, per the instructions for use (IFU) of the s-ICD and the implantable electrode, nickel is not listed as a material for either product. The s-ICD data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This product remained in service until it was eventually explanted and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6 (impact codes): code "no health consequences or impact - f26" was corrected to "serious injury/ illness/ impairment - f12". B5 (problem description): was corrected to a better description of the complaint. The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. However, the analysis performed is not able to confirm the clinical observations of allergic reaction and fluid discharge.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion behavior. In addition, it was indicated that the patient had a discharge from the xiphoid incision as it appears the patient had an allergic reaction to the metals in the s-ICD and/or in the implantable electrode, presumably to be nickel the involved metal. However, per the instructions for use (IFU) of the s-ICD and the implantable electrode, nickel is not listed as a material for either product. The s-ICD data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This product remained in service until it was eventually explanted and was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion behavior. In addition, it was indicated that the patient had a discharge from the xiphoid incision as it appears the patient had an allergic reaction to the metals in the s-ICD and/or in the implantable electrode, presumably to be nickel the involved metal. However, per the instructions for use (IFU) of the s-ICD and the implantable electrode, nickel is not listed as a material for either product. The s-ICD data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This product remains in service and replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: - h6 (impact codes): code "no health consequences or impact - f26" was corrected to "serious injury/ ilness/ impairment - f12". - b5 (problem description): was corrected to a better description of the complaint.